Event description:
It was reported that during the implant procedure the physician placed the right atrial (ra) lead but was getting high impedance levels and oversensing noise. A potential lead fracture is suspected. The lead was removed and a new ra lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).